Manufacturer narrative:
G4: 04may2020. B4: 08may2020. The part was returned to the manufacturer for the failure investigation (fi). Customer complaint verified. Root cause was failure of the integrated circuit. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11sep2019; b4: 24oct2019. The reported phenomenon was confirmed. The cause of the phenomenon was a failure in the (pm pcba.) Power management printed circuit board assembly. Therefore, it has been replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the power button turned green, but the screen did not start up. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019.

Event description:
The customer reported the power button turned green, but the screen did not start up. There was no patient involvement.